Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the subject meter was reading inaccurately at 2pm on (B)(6) 2017 when she obtained an alleged inaccurately high blood glucose result of ¿80 mg/dl¿ compared to ¿29 mg/dl¿ on an unknown meter, performed within 30 minutes of each other. Based on statistical methodology the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with insulin (no adjustments). She reported that ¿immediately¿ obtaining the alleged inaccurate high result, she developed symptoms of ¿losing consciousness, slurred speech and sweating.¿ she reported that the emergency medical services (ems) were contacted and between 2 and 3pm on (B)(6) 2017, she indicated that she was treated with ¿IV glucose¿ by a healthcare professional. The patient was unable or unwilling to say whether a blood glucose result was obtained using any other device. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that she had used an approved sample site to obtain the blood samples. The cca noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result was in range. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.